Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. Although exact cause of the reported prosthetic cardiac valve thrombus 3 years and 3 months cannot be determined. It is unknown if the patient was currently being anticoagulated; however, patient factors (bacteremia) may have contributed to the event. There was no allegation or indication a device malfunction contributed to this adverse event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Approximately 3 years and 3 months post implantation of a 23mm sapien xt valve in the aortic position, the valve was explanted, and an edwards surgical valve was placed. Upon review of medical records, the patient was admitted with loss of consciousness and new uti. The patient was febrile on admission with positive blood cultures for strep viridans and was treated medically. A blood culture re-ran and was negative. An echo (tee) showed ¿av with moderate stenosis with mobile echo density on the posterior aspect of the ventricular side of the mitral valve annulus, and likely infective endocarditis.¿ a decision was made to proceed with surgery. The tavr was explanted and replaced with a surgical valve. There were no obvious signs of endocarditis. There were no infectious areas; however, thrombus was seen on both aortic and mitral valves. The patient was stable and discharged home.  Of note, the mitral valve was replaced with a surgical valve.